Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. Reportedly, a temporary basal rate of 0.1units/hour (u/h) instead of 2u/h was launched, the customer did not acknowledge having launched the temporary basal setting. Additionally, it was reported that the pump was not annunciating audible tones for alerts. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 24 june 2022, tandem customer success advocate reported the additional information: it was confirmed that the customer manually adjusted the temporary basal rate. The temporary basal rate was working as intended.